Event description:
It was reported that one of the patient's extensions revealed high impedances and the other extension revealed intermittent impedance changes due to frequent falls. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).